Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was in need of repair; the output connector assembly was broken, red display wire was pinched and the wire insulation was exposed, main seal was pinched, and the black battery wire was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of repair. The programmer has been returned to service. There was no patient involve ment. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.